Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Review of the device data logs revealed an alarm related to instable power input. The investigation determined that the reported event was due to an intermittent ac power connection input. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a start-up failure and was alarming upon connection to ac power. There was no patient harm or serious injury reported as a result of this incident.